Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the guidewire and dilator were inserted into the sheath, a blood leak was noted at the hemostatic valve of the sheath. A balloon catheter was inserted in place of the guidewire and dilator, and air ingress occurred. The sheath was replaced to resolve the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.